Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to chest pain. A remote transmission check on the patient¿s device show intermittent t-wave oversensing (twos) by the right ventricular (rv) lead on the presenting electrocardiogram. A follow up with the patient¿s healthcare provider yielded that the patient stopped medication treatment and had electrolyte imbalance. The patient was placed back on medication. The rv lead remains in use. No further patient complications have been reported as a result of this event.